Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a broken glass screen (touchscreen panel) was confirmed via evaluation of the returned system monitor (serial number: (B)(4)). Tech services verified the reported issue and during functional testing also found the main printed circuit board assy to be non-functional. The damaged touchscreen panel and malfunctioned main pcba were replaced. A new mounting foot was installed as it was observed that the unit was missing a mounting foot. After the repair, a full functional checkout was then performed, and the unit passed all tests. The repaired unit was returned to the customer site. The root cause of the reported event was determined to be due to the system monitor being dropped. Heartmate iii instructions for use (rev. C) section 4 entitled system monitor addresses how to properly set up and interact with the user interface of the system monitor. Heartmate iii instructions for use (rev. C) section 8 entitled equipment storage and care and heartmate iii patient handbook (rev. B) section 6 entitled caring for the equipment addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Heartmate ii system monitor (serial # (B)(4)) was shipped to the customer on 09nov2009. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the system monitor was dropped and the glass screen broke.